Event description:
"Ua" & "uvc" catheter inserted; taped at 12cm & 7.5cm respectively. Needed to retract line. "Uac" pulled back 2cm to 10cm mark. "Uvc" retracted 1cm without difficulty or tension. Catheter snapped at 6cm mark. Surgical intervention required to retrieve remaining catheter.